Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump or a manual dose injection. A replacement pump was sent to the customer to resolve the issue.